Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented today with alarms and remained in the clinic awaiting response on next steps. The log files contained a few clusters of pulsatility index (pi) events as well as routine power source changes. The log files also contained loss of external power event on 28oct2025 which appeared consistent with a loss of ac power to the mobile power unit (mpu), not a physical power cable disconnect. The alarms resolved once external power was restored. Log files also contained emergency backup battery (ebb) faults. The pump appeared to be operating as intended with no other notable alarms or events recorded. The reason for the dual power cable disconnects has been identified to be due to the patient frequently double disconnecting in spite of education. The ebb faults were resolved once the battery was replaced. The patient was stable at home and the plan of care was destination therapy. The patient's mpu was not inspected at the clinic visit. The patient did not say if the ac power cord had come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the no external power on the mpu. The mpu would not be exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 28oct2025, the log file captured power cable disconnect and low voltage hazard alarms while connected to the mpu due to a loss of ac power. The alarms resolved shortly after when power was restored to the system. The backup battery supported the system without issue during the event. The pump operated as intended on the reported event date. The provided information indicated it is unknown if a v-lock was on the ac power cord, there were no environmental circumstances that would have impacted ac power at the time of the event, the ac power cord did not come loose from the wall outlet or the back of the unit, the mpu was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect and low voltage hazard alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.